Event description:
An ophthalmologist reported that after cataract surgery with intraocular lens (iol) implant a patient experienced damage at the anterior lens capsule due to viscoelastic under the iol. Additional information has been requested but not received to date.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from the surgeon. He removed all the viscoelastic under the iol after surgery. The patient experienced a vacuolation of anterior face of the crystaline lens. The visual impact was still under evaluation at the time of this report.

Manufacturer narrative:
.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Manufacturer narrative:
Evaluation summary. All batches are released according to the required specifications; all testing results were within specification for this batch. The provided video was viewed by a qa operations manager but no real deviations could be identified. The root cause was inconclusive; unable to verify. (B)(4).